Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was not working, just air coming out. They tried using multiple hoses to check but all with the same result. Event occurred during surgery, an alternative device was used, and there was no harm and delay of (1- 15 min). No harm and no additional graft was taken. Confirmation revealed that the hose was not leaking. It was coming from the device. The customer returned an air dermatome device, serial number (B)(4). For evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4). As documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet taiwan on (B)(6) 2018 revealed that the calibration was out of specifications at all settings. The motor did not run and the control bar was in the correct position. It was noted that the motor was corroded on the outside. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet taiwan on (B)(6) 2018 which included replacement of the motor, bearings, o-ring, seal, reciprocating arm, and poppet spring. Air dermatome, serial number (B)(4). Was then tested and functioned properly. It was repaired, inspected and tested per. The reported event "the device was not working" was confirmed since during product review the motor did not power on the device due to corrosion. The calibration was also out of specification at all setting. The reported event "there was just air coming over" was not confirmed since there was no air leaks reported by the technician during product review. The cause of the device not working was due to the corroded motor not powering the device. The root cause of the device not working could not be determined with the provided information since it is unknown how the motor became corroded. The issue was resolved with the replaced motor. The root cause the air coming out of the device could not be determined with the provided information since during product review the repair technician did not report any air leaks. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that device was not working, just air coming out. They tried using multiple hoses to check but all with the same result. Event occurred during surgery and alternative device was used and there was no harm and delay of 10-15 minutes. No adverse events were reported as a result of this malfunction.